Event description:
New information notes that the patient was stable post procedure.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a patient's pacemaker was unable to be interrogated. No intervention was reported.